Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 7.4 cm abdominal aortic aneurysm. There was tortuosity of the aorta/aortic neck and the vessels had some calcification and they were severely tortuous bilaterally. It was reported that after the aneurx bifurcated stent graft was deployed, it was not possible to cannulate the contralateral gate (see MFR # 2953200-2010-00513). An attempt to go "up and over" the bifurcation with a snare was tried twice unsuccessfully. The decision was made to convert to the device to an aorto-uni-iliac. A talent occluder was successfully delivered and deployed. A talent converter was inserted on the ipsilateral side; however, the device could only go partially up the aneurx limb as it was getting hung up at the narrowed, distal end of the aneurx and started to wrap around the ipsilateral limb. An attempt to try ballooning the area was made; however, wire access was lost. The decision was made to abort the evar approach and the patient was converted to open surgical repair. No additional clinical sequelae were reported, and the patient is stable.

Manufacturer narrative:
(B) (4). Results: tortuosity of the aorta/aortic neck, the vessels had some calcification and they were severely tortuous bilaterally. Conclusion: tortuosity of the aorta/aortic neck, the vessels had some calcification and they were severely tortuous bilaterally. Difficult to cannulate.